Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02084.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient's hip was revised. No further information available at this time.